Event description:
It was reported that the patient presented to the clinic after receiving hv therapy due to noise on the rv lead. Noise was reproducible with isometrics testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.